Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station offline. A field service engineer inspected the device and replaced the t-board and drawer boards to resolve the black screen issue on the medstation. The device was tested and confirmed operational. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the pyxis doesn't turn on and there was no power going through. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from the pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.